Event description:
Please see h10 with investigation findings.

Manufacturer narrative:
This record is for the first of two samples for particulate were returned sample 1: the drip chamber of the 011-cl3511 assembly was inspected and no visible particle was observed in the drip chamber or any other location along the fluid path.the entire fluid path was flushed and filtered to try and retrieve any particle that was missed during initial observation. A very small particle (~0.05mm^2, tappi t 564) was found that matched the stopper color. The stopper was examined and found to have some visible tearing that could have resulted in particulate shed when inserting the spike into the stopper. Small particles originating from the infusion container stoppers were confirmed inside the fluid path of two of the 011-cl3511. The stoppers of the infusion containers were examined and found to have tearing consistent with the particles found in the fluid path. There was no damage or anomalies observed with the drip chamber spikes that would have resulted in stopper tearing. The probable cause of the particulate found is typical of stopper shed during spike insertion into the stoppers of the infusion containers. The device history review for lot 5524202 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.